Event description:
It was reported that this pacemaker was part of system revision due to fever and infection. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer.

Event description:
It was reported that this pacemaker was part of system revision due to fever and infection. No additional adverse patient effects were reported. This pacemaker was explanted.